Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician.

Event description:
Information was received from a foreign healthcare provider regarding a patient receiving gabalon initially at 50.0 mcg/day, but titrated up to 140.0 mcg/day on (B)(6) 2009 via an implantable pump. The patient's underlying disease was spinal cord damage and past history included ossification of posterior longitudinal ligament. Concomitant medications included lioresal (15 mg, by mouth), periactin (4 mg, by mouth), meropen (1 g, intravenous), and modacin (2 g, intravenous). Since (B)(6) 2009 the patient has done rom exercises for joint rom five times a week, and respiratory therapy for drainage five times a week. On (B)(6) 2009 (also reported to have an onset date of (B)(6) 2009), the pump reservoir was emptied. The pump sounded a two tone alarm and interrogation confirmed that the alarm for low reservoir and empty reservoir alarms occurred. The refill was scheduled to be performed on (B)(6) 2009. Oral administration was performed and by the next day the patient had recovered. No damage was caused to the patient's health. The causality was assessed as unrelated to the drug, pump, catheter, and programmer, and related to the procedure.